Event description:
Medtronic received a report that the marathon catheter tip became entrapped in the onyx and the shaft separated. The patient was undergoing treatment for a d-avf (ccf). The patient's vessel tortuosity was moderate. The access vessel was the eca mma, which was about 1-2mm in diameter. It was reported that the marathon catheter was difficult to remove. They tried to carefully remove it, but the tip was cut due to fixation to the onyx. The cut tip portion (around 10cm to 15cm) was removed using a snare. The treatment was complotted within 20 minutes after onyx was used. There was no interruption for more than 2 minutes. The infusion interval was 30 seconds, 1-minute repetition. There was onyx backflow of about 1cm. No additional medical or surgical intervention was required. The patient did not experience any health damage. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the marathon micro catheter was returned for analysis within a shipping box; within a resealable plastic pouch and within two resealable plastic biohazard pouches. Visual inspection/damage location details: the marathon micro catheter was returned separated into two segments. No damages or irregularities were found with the marathon micro catheter hub. Dried onyx was found within the hub. The micro catheter was found kinked at ~137.5cm from the proximal end. The micro catheter was found stretched and broken at ~147.5cm from the proximal end of the proximal segment. The micro catheter was found partially broken at ~10.5cm from the distal end of the distal segment. No damages or irregularities were found with the distal tip and marker band. Dried onyx was found at the distal end. Testing/analysis: the marathon proximal segment total length was measured to be ~147.6cm, the usable length of the proximal segment was measured to be ~141.4cm, and the distal segment was measured to be 30.1. The total length is therefore ~177.6cm, and total usable length was measured to be ~171.5cm, which is no longer within specification (specification: total (ref) = 170cm; usable = 165.0cm ± 2.5cm). It is likely the out of specification is due to the extreme catheter stretching found at the broken section. The micro catheter was flushed, and water did not exit the distal end as it was found to be occluded. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿cath separation due to onyx entrapment¿ was confirmed. Possible causes are reflux, vasospasm, angioarchitecture, long catheter dwell time, user exceeded 20cm of traction, or tensile failure during retrieval from treatment site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon injection of the liquid embolic agent into the apollo, there was no resistance. The physician did not pause during injection, it¿continuous injection of the liquid embolic agent. The liquid embolic agent did not get embedded in an unintended location. The cause was, "perhaps it is highly possible that the marathon is trapped in onyx."